Event description:
Complainant alleged that while attempting to treat a male pt via electrode pads, the device was unable to obtain an ECG signal and displayed dashed lines. Complainant indicated that the clinician became aware that the pt was dnr and terminated treatment. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction. This is the second event reported with this device; please refer to medwatch 1220908-2007-01308.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.